Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The cause of the aic issue was a defective power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported battery failure alarm involving the automated impella controller (aic). The device was removed. There was no reported patient harm.